Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for renal failure. The patient experienced cloudy effluent and abdominal pain due to the peritonitis. The patient was treated with vancomycin and gentamicin for the peritonitis. It was reported that the infection later spread into the pd catheter and as a result the catheter was replaced. Therapy was withdrawn and the patient started hemodialysis. The patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause could not be determined. Should relevant additional information become available, a follow-up report will be submitted.